Event description:
It was reported that one of the patients spinal cord stimulation (scs) lead exhibited high impedances on the c1 and c8 contacts. The patient was reprogrammed. However, the patient later underwent a revision procedure to explant and replace the implantable pulse generator (ipg) and two leads. All explanted devices were discarded by the medical facility. It was noted that the patient had complex epidural anatomy due to scar tissue and as a result, only one of the lead placements was achieved. The patient is doing well postoperatively and experiencing pain relief.

Manufacturer narrative:
Additional pro code (product code) in field d2b: qrb additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7074904 UDI: (B)(4). Product family: scs-ipg-pc upn: m365sc14320 model: sc-1432 serial: (B)(6). Batch: 225744 UDI: (B)(4).